Event description:
It was reported that touch pump being used by a patient failed to charge when plugged into main power supply. The pump continued to operate while plugged in but would not hold charge for longer than approx. 1 hour. The patient was able to maintain therapy by staying home and walking around the house with a power extension cord plugged to the device. Pump swapped to alternate device that was tested and charging appropriately.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this was not a case of a failure to charge but a battery failure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.